Manufacturer narrative:
(B)(4).

Event description:
It was reported that the estimated longevity was 4.7 years in (B)(6) 2015. When patient came for regular follow up in (B)(6) the device had reached end of service (eos) in (B)(6). The device was replaced. There was no adverse consequences for patient due to the device being at end of service and patient was in good condition after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. High hybrid current draw was initially observed, but was found to be intermittent and was lost during analysis and could not be reproduced. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.